Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's stated that blood glucose value was low after lunch 50 mg/dl, they did treat for the lunch either the insulin pump before he eat lunch 55 mg/dl carbs and bolus 2.95. The customer did offered troubleshooting for low blood glucose and declined. The customer was treated with juice and glucose tablet for low blood glucose. Customer was performed the self-test on insulin pump and test was passed. Customer stated that they did not lock the battery cap due to the battery cap only have 1 ridge to tighten it down on the insulin pump. The device will be returned for analysis.